Manufacturer narrative:
It was reported that during iron treatment, an infusion pump reportedly pump ran slower than set rate and partial infusion occurred. During cosmetic testing the device had a missing power cord clamp. During functional testing the pump failed 4 and 30 psi. Review of device history records (DHR) found no similar complaints. The failure mode is not confirmed; root cause remains undetermined. CAPA-15 has been initiated to investigate the failure. Reference to complaint #(B)(4).

Event description:
It was reported to intuvie that an infusion pump delivered iron at a slower-than-set rate, resulting in a partial infusion. No patient harm was reported.

Manufacturer narrative:
This supplement serves as a correction. No occlusion or pressure failures were reported or found during testing. A review of the serial number history found no prior similar complaints. The cause remains undetermined. CAPA-zm2023-07 has been initiated to investigate the failure. Reference to complaint # (B)(4).